Event description:
Nurse called today and stated that dr. (Renal physician) had problems with two needles misfired, both times the cutter did not come out. He is very familiar with this needle and did fire using the "a" button. After further communication with the customer, it was discovered that in one case, the physician had to make six biopsy sticks in order to obtain 2-3 good core samples during a kidney biopsy. The patient did not sustain any type of injury as a result of the additional needle sticks.